Event description:
A consumer reported receiving a high reading of 281mg/dl when compared to a laboratory result of 158mg/dl. These values, when plotted on a clarke error grid, fall into the "c" zone showing the difference in the reading to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.